Manufacturer narrative:
Event description updated from initial MDR.

Event description:
It was reported that" blood remained in the holder "during use of a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and blood leakage into the holder was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and blood leakage into the holder was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed (B)(4).

Event description:
It was reported that foreign matter was found during use in a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle. There was no report of injury or medical intervention.